Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump. It was reported that the patient was really close to the beginning of getting the pump it took the patient 20 minutes to connect to the myptm app and then deliver a bolus because it would lag at 90%. During call agent walked patient through clearing data and patient closed all applications. Patient was able to connect to myptm app and deliver a bolus like normal. Patient would call back if issues persisted. Patient mentioned they would have their handset plugged in recharging all day and by 11pm. Patient would unplug the cord from the handset. Then by 9:30 am they had to recharge the handset again because the handset would go dead within 12 hours. Patient was transferred to healthcare it (hcit) for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial # unknown implanted: explanted: product type software product ID hh9020tdd lot# serial #(B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.